Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that equipment¿s software was not loading. Upon troubleshooting, the fse found that the xray pc was not turning on and power arrives at the computer. Fse confirmed that logical network lights turn on, but the power supply does not break. After performing troubleshooting, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment's software is not loading. The device was in clinical use. No patient harm reported.